Event description:
Patient reported soreness and swelling post implant. The physician treated the suspected hematoma and the wound site. Follow up with the patient indicated that the patient has fully recovered without sequelae.